Event description:
According to the complaint text from the beckman coulter (product distributor), customer entered incorrect isi value into in-house computer system resulting in erroneous inr results and consequently, erroneous pt results (n = 932). The reagent used, il test pt-fibrinogen, part no. 09756710, lot no. N0216690, exp. In 2004, was correctly labeled with an isi value of 2.082. However, the customer mistakenly entered an isi value of 1.0 in their in-house computer system instead of using the lot-specific isi value of 2.082 published in the product insert. The coagulation instruments used at the site were an acl 1000 and acl 3000; however, the inr results were calculated using and in-house computer system, not from the instruments. In addition to the product labeling, a supplemental notice advising of the importance of the isi values (which change with new reagent lots) in reporting accurate pt results was sent to all il acl coagulation analyzer customers (acl model series: 100-7000) and this site confirmed receipt of the notification on 10/10/00. Note: although not reported in the complaint text, there have been numerous news reports of possible deaths related to this incident.